Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a relion¿ insulin syringe was found with package integrity as ¿the plunger cap was broken before injection and the package did not have a seam.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: customer returned ten 1/2cc, 8mm, 31g relion syringes in a sealed poly bag from lot # 7178872. Customer states that the plunger cap was broken before injection and the package did not have a seam. The returned poly bag was examined and exhibited one plunger cap to be crushed and caught in the top seal of the poly bag. This could have caused the thumb press of one plunger rod to be broken off of the plunger rod of one syringe. The poly bag also exhibited no perforations on the top of the poly bag. As per manufacturing, a review of the device history record was completed for batch# 7178872. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause is likely a jaw jam on the ffs (form fill & seal) equipment during packaging of this batch. When this occurs, any portion or component of the syringe may be involved in the jam and as a result, varying degrees of damage may be noted. The damaged components generally are not detected and make their way to the consumer. The sample received exhibited no perforation of the polybag, likely due to the result of the jaw jam and other issues noted. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause: the syringe was caught in the sealing bars of the packaging machine, crushing the cap and breaking the plunger and preventing the perforations from being made in the poly bag.